Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's lv lead dislodged in 2007 and dual chamber pacing was changed to single chamber pacing as a result. In (B) (6) 2008, the patient was seen because of left heart failure. On (B) (6) 2008 a new lead was implanted. The dislodged lv could not be moved due to adherence to the vein under the clavicle. No patient complications were reported as a result of this event.